Event description:
It was reported that the ultrasound bronchofibervideoscope exhibited that there are ripples. The issue was found during preparation for use before the patient was in the room. There were no reports of patients¿ harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
Updated: b5, d8, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customers¿ allegation was reproduced. In addition, the investigation found that the ripples are due to one fractured ultrasonic cable, and the endoscope ultrasound images have vertical ripples. Based on the results of the investigation, the cause of the fractured ultrasonic cable and the root cause of the reported event could not be identified/determined. Olympus will continue to monitor field performance for this device.

Event description:
No new information has been provided by the customer.